Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 sn (B)(4). Device evaluation revealed that the visual and x-ray inspections found no anomalies.

Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.